Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient experienced a pocket infection; they had pain and drainage at their pocket incision post-implant. The hcp conducted a visual inspection of ¿red draining incision.¿ it was noted that the patient sits in a wheelchair most of the day, and the hcp felt this might contribute to the problem. The battery and lead were removed from their right buttock and s3 foramen, and a specimen was sent to the lab, as well as a culture swab. A new battery and lead were implanted in the patient¿s left buttock and s3 foramen. It was unknown if the issue was resolved.